Manufacturer narrative:
This report will be amended when our investigation is complete. Received; however, not yet evaluated.

Event description:
It is reported the drill bit broke while preparing the acetabulum for screws. The surgeon removed the broken piece from the acetabulum and used an alternate bit.

Manufacturer narrative:
Flexible drill was returned for review. The drill bit on the instrument is fractured in two, and shows signs of extensive use. The cutting edge of the drill bit is worn and dull. The flexshaft of the instrument is deformed and shows signs of wear and tear. The frequency of use of this instrument is unknown. This instrument has a potential field age of approximately 22 years and 11 months based on manufacturing date. Receiving inspection reports show all devices that were inspected met specifications. This device is used for treatment. This device has a notably long field age spanning approximately 22 years and 11 months. Therefore with the information provided, it appears that the device has exceeded its useful life due to normal and expected wear.